Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had fluctuating high and low blood glucose. Customer reported their blood glucose declining to 38 mg/dl and rising to over 370 and 350 mg/dl. The customer treated with oj bent cannula. The customer declined troubleshoot for low and high blood glucose. The insulin pump will not be returned for analysis.